Event description:
This is being filed for clip detachment from the posterior leaflet and severe mitral regurgitation, considered serious injury. It was reported that one mitraclip was implanted on (B)(6) 2013, successfully reducing the mitral regurgitation (mr) grade from 4+ to 2+. The patient was admitted to the hospital on (B)(6) 2014 with anemia, exacerbation of congestive heart failure, severe mr, increased shortness of breath, and increased swelling in the legs. Transesophageal echo (tee) was performed on (B)(6) 2014. Transthoracic echocardiogram was performed on (B)(6) 2014 showing possible clip detachment from the posterior leaflet. The echocardigram was reviewed and confirmed the posterior clip detachment. The mr grade returned to the baseline of 4+. The patient was started on erythropoeitin for the anemia and a hematologist was consulted. Intravenous bumex was administered. The patient was transferred from intensive care unit and to the medical floor in stable condition. The patient was then discharged home with home health care. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of single leaflet device attachment reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Additional patient effects for this patient were filed under MFR report 2024168-2013-07915. The patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient death cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received from the physician who reported the following: the clip detachment occurred from the posterior leaflet because the posterior leaflet was small with a scallop. During the (B)(6) 2013 clip procedure, the leaflet grasp was confirmed in multiple views with the transesophageal echocardiogram. There was no concern for poor attachment.

Event description:
Subsequent to the previously filed report, additional information was received indicating the patient expired on (B)(6) 2014. On (B)(6) 2014, the patient had been admitted to the hospital and had elevated troponin. Cardiac catheterization was performed. On (B)(6) 2014, the patient was still in the hospital and had an exacerbation in congestive heart failure. Prior to the patient's death, the patient had been at a rehabilitation facility. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient was admitted to the hospital with progressive shortness of breath and chest pain. Cardiac catheterization found no significant blockages. The patient was diuresed with intravenous lasix. The patient was lethargic and had a poor prognosis. Decision was made to put her in hospice at a nursing home. The study physician has now reported that the elevated troponin and heart failure exacerbation are not related to the mitraclip device and procedure.